Manufacturer narrative:
The review of the DHR (lot # g500dx160704a) indicated that the device lot met all established performance criteria prior to shipment. The device was not returned for physical investigation. There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. In addition, the patient had additional procedures and was non-compliant and combative.

Event description:
The vascade was selected for closure and inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve was retracted. The collagen was deployed and final hemostasis was achieved. It should be noted that patient was non-compliant and combative, but the procedure was successful and hemostasis was achieved and maintained. The next day, (B)(6) 2016 a pacemaker was placed and the patient was sent to an assisted living facility. On (B)(6) 2016, the patient coded at the facility and was rushed to the hospital where a retroperitoneal bleed was located. The patient went to surgery to repair retroperitoneal bleed and patient's condition post- surgery was fair. Further follow up on (B)(6) 2016 occurred and the cardiva representative was informed that the patient had passed away.